Event description:
The pt's family member, contact, called lfs in 2002 alleging that the pt's fasttake meter was not powering on. According to the documentation by ccr, the pt had to be taken to the emergency room with high bg symptoms. The pt tests the pt's bg 2 to 3 times a day. The pt takes a set amount of glucotrol 10 mg - 1 pill/day. The pt stated that the pt does not take the pill if the pt's bg is less than 110 mg/dl. The previous day, the pt tried testing the pt's bg in the morning, but the meter was "frozen" and would not turn off. The pt was not able to test the pt's bg and so the pt did not take the pt's glucotrol pill - "I did not know if I was high or low". That afternoon, the pt felt "lightheaded and off balance" and so the pt's family member took the pt to the emergency room. They tested the pt's bg with a result of "over 300" - (unknown if test was done on ER meter or lab). The pt was treated with a "shot and IV insulin". The pt was there for most of the day and they monitored the pt's bg and kept the pt on IV insulin. When the pt's bg was back to normal (result unknown), the pt was sent home. When the pt came home, the pt tried testing again on the pt's ft meter, but was unable to "due to the meter still being frozen". The next morning, the pt's family member called lfs about the meter and during troubleshooting, the meter would not power on. Ccr arranged a field exchange for a new ultra meter. The pt tested on the new meter (result unknown) and took the pt's morning pill based on the reading.